Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change valve assembly was replaced. No report of patient involvement.

Event description:
The hospital reported the carbon dioxide baseline was higher than expected. There was no patient involvement.

Manufacturer narrative:
The initial MDR indicated incorrectly that there was no patient involvement and the follow-up is being submitted to indicate patient involvement, no reported patient injury.

Event description:
The hospital reported the carbon dioxide baseline was higher than expected. There was no reported patient injury.